Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance and service options. After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had powered on with the word service on the display. Additionally, all of the led's on the device's keypad were lit. This behavior is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.